Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was when pt was implanted the ins was crooked for half of the ins was deeper than the other side. This caused the pt to have a hard time making a connection to charge, pt could not charge the ins with the belt.